Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 48-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support a reperfusion sheath was placed for better flow down the leg. That was not successful, so a fasciotomy was performed. The impella was removed and replaced. After the impella cp explant the patient had an above knee amputation.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.